Event description:
Invalid result(s). We got a call from a customer that is having an issue with 3 flowflex covid 19 antigen test kit. The customer just purchased the 3 test kits from bakers pharmacy, so this is an out-of-box issue. When the customer performed the 3 tests correctly, the 3 test cassettes showed a red line next to the t-line, and nothing next to the c-line. The customer confirmed that there is no visible line next to the c-line on any of the 3 kits. The customer does not have the ability to send us a picture of the test cassettes in question. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: refer to cptj250701 form b investigation (previously investigated for the same issue). Retention samples were tested, and the complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" Added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with 3 flowflex covid 19 antigen test kit. The customer just purchased the 3 test kits from bakers pharmacy, so this is an out-of-box issue. When the customer performed the 3 tests correctly, the 3 test cassettes showed a red line next to the t-line, and nothing next to the c-line. The customer confirmed that there is no visible line next to the c-line on any of the 3 kits. The customer does not have the ability to send us a picture of the test cassettes in question. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.